Manufacturer narrative:
On january 27, 2023, mentor received additional information reported that the patient was to undergo device explantation on (B)(6) 2023. Section d6b. And h6 has been updated to reflect this additional information. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, mentor received additional information regarding the patient's diagnosis. It was reported that the patient also had experienced breast ptosis. Reason for device explant and/or reoperation: deflation and ptosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 375cc mentor smooth round moderate profile saline breast implant experienced left-sided implant deflation postoperatively. The patient reported that the left breast is smaller and sunken in, and deflation was confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.